Event description:
A digoxin result of 2.2 ng/ml was obtained on a serum specimen. Customer repeated analysis of specimen, as per their procedures, and obtained a result of 0.4 ng/ml. Customer repeated analysis three times and obtained a result of 2.2 ng/ml each time. The final result was presumed to be correct and reported to the physician.